Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. One bearing along with a ceramic head were returned and evaluated. Upon visual inspection the head shows scuffing on the od. The bearing has indentations and scuffing on the o.d. And damage to the lip of the device. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with polyethylene wear of the acetabular component and possible dislocation. Overall sizing of the implant demonstrates small femoral head with possible poly wear of the left acetabular cup. Possible dislocation seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 650-1064 cer option type 1 tpr sleve -6; lot number 2971089. 650-1055 cer bioloxd option hd 28mm ; lot number 2958711. 110024464 g7 dual mobility liner 44mm f ; lot number 870660. 00625006530 bone scr 6.5x30 self-tap ; lot number 64531906. 110010265 g7 osseoti multihole 54mm f ; lot number 6575098. 51-103140 tprlc 133 t1 pps so 14x148mm; lot number 6537092. Ep-200150 act artic e1 hip brg 28x44mm ; lot number 885030. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 3 years and 4 months post implantation due to a dislocation of the patient's dual mobility bearing and disassociated 28 head from the active articulation head. There is no additional information available at the time of this report.